Event description:
The customer's father reported via phone call that the customer had a compromised force sensor system on the insulin pump. Customer's blood glucose was 248 mg/dl at the time of the incident. Customer's father stated that insulin is squirting out during the manual prime process. Customer's father stated that they are stuck in the rewind complete/bolus delivery loop. Customer's father stated that they have a back-up plan and the pump was not dropped or bumped significantly. Customer's father stated that the drive support cap was protruded and never pressed. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer's father was advised that the insulin pump will need to be replaced and that the customer should revert to a back-up plan.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a protruded and loose drive support disk. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.